Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector sys. During the procedure, the surgeon noticed that the haptic was damaged. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. (B)(4).

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens injector was returned to b+l and subjected to visual inspected which revealed that the iol trailing haptic and haptic loop were still present in the injector and the nozzle tip was bent. Presence of foreign material (presumed to be viscoelastic) was observed in the loading chamber and nozzle tip. The condition of the lens is consistent with damage resulting from use.